Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported the patient's device was not working. When the patient moved a specific direction, the device would turn off, but when she moved another direction, it would go back on. Additional information received from the patient reported there was no stimulation and overstimulation. The patient noted she had not felt stimulation while sitting for some time but could feel it while walking around. The patient noted that she had brought it up to her doctor, who stated it may just be related to position. On one particular day, the patient was walking around and began to feel overstimulation occur and also felt stimulation in her head and to her fingertips. The patient checked the implantable neurostimulator (ins) status and it showed it was on. The patient attempted to turn the ins off with the patient programmer (pp), but it would not turn off. When asked if the patient had tried with the implantable neurostimulator recharger (insr), she responded that she had "tried everything in the bag." The patient noted a seizure began to occur, so she went to the emergency room (ER). At that time, physician's assistant (pa) turned the ins off with a clinician programmer. The patient had another seizure while in the ER. The patient noted that the pa thought the patient had been unsuccessful in turning the ins off due to not having the antenna in the right location. However, the patient stated that it was in the correct location, as she was familiar with operating the system. The patient noted she was discombobulated for a couple days and began reading about "all kinds of problems" with stimulators. The patient noted the ins was currently off. It was reviewed with the patient that she could lower programs to 0 v before checking in with her healthcare provider (hcp). There were no trauma or falls related to this issue. The patient noted she had a fall in the past, after which the leads were replaced, but no falls or trauma had occurred since. The patient most recently fully charged her ins on (B)(6) 2016. There were no recent medical tests or electromagnetic interference (emi) exposure.

Manufacturer narrative:
The date of the event is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.